Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record reviewed, indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, a heart valve was delivered using a 22mm balloon in malposition causing asystole. CPR was issued reviving the patient. The valve was removed and re-implanted using a larger 24mm balloon successfully. Multiple sheathes were exchanged during the initial procedure; however, the swelling was present at the closure site prior to manta deployment. The IFU states in special patient populations the safety and effectiveness of the manta device have not been established in patients suspected of having intra-procedural complications at the access site pre-sheath removal including swelling around the large bore sheath that may indicate injury in the vessels associated with procedural large bore sheath placement. The physician applied pressure to the closure site while deploying the manta device, resulting in the manta being pulled through the femoral artery and deploying into the tissue tract. The IFU was reviewed and confirmed to list in step 5 of the deployment procedure, "while maintaining neutral digital pressure at the puncture with the fingers of the left hand, withdraw the manta slowly and carefully from the patient along the angle of puncture. Note: do not apply compressive or occlusive manual/digital pressure to the vessel while rotating the lever, releasing the anchor, or withdrawing the manta device. Only support the skin enough to prevent distension of the vessel." Bleeding was visible, manual pressure and balloon inflation were applied for hemostasis. A surgical cut down explanted the manta device and closed the femoral artery. The IFU lists precaution, if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, and/or surgical repair to obtain hemostasis. Potential adverse events related to the deployment of vascular closure devices have been identified and include other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta closure device, included but are not limited to arterial damage, and vessel laceration or trauma.

Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation, and case imaging. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta was used for closure of femoral access. The patient required surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. User error has been identified as a contributing factor in this complaint. The manta instructions for use lists special patient populations where the safety and effectiveness of the manta device has not been established in populations that include patients who are suspected of having intra-procedural complications at the femoral access site pre-sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation. Step 5 of the deployment procedure instructions the user while maintaining neutral digital pressure at the puncture with the fingers of the left hand, withdraw the manta slowly and carefully from the patient along the angle of puncture, approximately 45 degrees (figure 13). Note: do not apply compressive or occlusive manual/digital pressure to the vessel while rotating lever, releasing the anchor, or withdrawing the manta device. Only support the skin enough to prevent distension of the vessel. The manta instructions for use lists precautions that include: in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The manta instructions for use lists adverse events related to the deployment of vascular closure devices that include access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of manta vascular closure device, include but are not limited to: arterial damage and vessel laceration or trauma.

Event description:
The patient underwent a transcatheter aortic valve replacement (tavr) procedure on (B)(6) 2020. The patient's femoral artery reportedly measured 6.8 mm in diameter with minor calcification present. Moderate calcium was reported at the iliac artery. Femoral access was reportedly achieved without issue. Manta vascular closure device (manta) deployment depth was measured at 2.0 cm + 1.0 cm. A 34 mm heart valve was delivered through a 16f procedure sheath. During the tavr, the valve was positioned "too aortic", the patient experienced asystole and received cardiopulmonary resuscitation for approximately 20 seconds. The patient's heart rhythm returned. The heart valve was removed, and a second balloon aortic valvotomy performed. The heart valve was inserted again. There was no bleeding at the closure site prior to manta deployment. However, the reporter stated that there appeared to be some swelling at the closure site. During manta deployment, the reporter stated that the operator pushed down slightly at the closure site. The manta reportedly pulled through the femoral arteriotomy and deployed in the tissue tract. There was extravasation at the closure site controlled with manual pressure until a 10.0 mm balloon was crossed over from the contralateral side and inflated for hemostasis. The patient underwent a surgical cut down to close the femoral vessel and explant the manta. The patient's condition was reported as "fine."